Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 150, 189, 120, and 240 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated she took additional oral diabetes medications, however, no other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.